Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced urethral atrophy. A replacement surgery was performed, during which the physician confirmed the urethral atrophy and noted that the device had been implanted since 2012. Upon scoping the patient, no erosion from the cuff was found. The device was explanted and replaced, and there were no further patient complications.